Manufacturer narrative:
Product event summary: two controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to broken wires inside the cord in the proximity of the alden connector. The confirmed malfunction is related to the reported event. The controller ac adapters are incapable of providing steady 15.1 vdc output voltage. The most likely root cause can be attributed to an intermittent power/ground wire that is creating an unstable dc voltage output (short). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller ac adapter. Controller ac adapter/ (B)(4) / model#1425us / exp. Date: 2014-04-01. UDI: asku. Yes, 2015-10-14. Mfg date 2013-04-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one controller ac adapter had a system control alarm indicating a power source disconnection. Additionally, a second controller ac adapter had a loose wire. Both controller ac adapters were removed from use and replaced. No patient complications have been reported as a result of this event.